Event description:
A caller reported a malfunction on the pump, but no notable events occurred beforehand. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided partial information for resetting the pump, and the caller acknowledged and understood the guidance. In a follow-up call, technical support assisted the caller with resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to reach out again if any issues arise.